Event description:
Dealer stated they have had this chair in the warehouse since it was purchased and they pulled it out and set it up and went to charge it and the charger sparked fire and cause a fire in the shop. He states this is the first time it was used.

Manufacturer narrative:
More information is requested to analyze and take further actions. We have contacted the distributor, invacare, to obtain the information of user's usage, road and product conditions. Whether it has caused the patient's serious injury is unknown. (B)(4).